Event description:
It was reported that the high definition lcd monitor is not displaying an image. This issue was identified during inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.